Event description:
A report was received that the patient is having trouble charging their implant. The patient underwent a procedure to relocate the pocket and to replace the ipg as the physician suspected a malfunction with the ipg. The patient is doing well following the revision.

Event description:
A report was received that the patient is having trouble charging their implant. The patient underwent a procedure to relocate the pocket and to replace the ipg as the physician suspected a malfunction with the ipg. The patient is doing well following the revision.

Manufacturer narrative:
The explanted ipg passed visual, photographic imaging, electrical and performance tests done. The device exhibits normal device characteristics.